Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functioning properly. It was further determined that the power was low and the device failed the power test with test bench. It was further observed that an unknown substance was found on the internal components. It was further determined that the electric motor had vibration. It was determined that these issues were consistent with component wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was not running properly. During in-house engineering evaluation, it was determined that the electric motor had vibration. The reporter stated that the device was used for training purposes only. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.